Event description:
It was reported that during a coronary artery bypass grafting during closing the leg, the three suture was snapping. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sc-643, sc-643 caprosyn 3-0 und 75cm sc2 x36, (lot# d4a3964) sc-643, sc-643 caprosyn 3-0 und 75cm sc2 x36, (lot# d4a3964). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (UDI#), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Sixty-three sealed devices was available for evaluation. Visual inspection noted of the representative devices noted no abnormalities. Functionally, the breathable pouch was opened without tearing the tyvek packaging and the suture was removed easily. A simple knot was tied and tightened, and the suture ends were loaded onto an instron machine using cord yarn grips. No fraying or breakage occurred during handling or loading. The sutures were pulled at a rate of 300 mm/min until breakage, and the measured breaking point load force did not meet ep minimum individual specifications. It was reported that the suture was broken. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.